Event description:
Patient reported that in the past month he has had 3 vgos where because of the weather he has been sweating and the vgos have fallen off. The patient had the last vgo that had fallen off but it was in the garbage. The patient stated he does clean the area with an alcohol pad before applying the vgo.